Manufacturer narrative:
In initial report, the manufacturer year was only provided, however the full date is 7/23/2008. In initial report, the result¿s code provided was 213, however the correct code is 120-electrical problem. : in initial report, the conclusion¿s code provided was 67, however the correct code is 4307 - cause traced to component failure. In initial report, the narrative should have included the hard disk drive was replaced. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(6). Device manufacture year: 2008. (B)(4). The excimer laser was examined and tested at the customer location by an jjsv field service specialist (fss). The fss checked the system but could not replicate the issue. The fss performed a field service checklist and performed 4 test patient procedures without issue. The system was verified for all modes of operations. The system met jjsv specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the laser stopped during treatment. Through follow-up we learned that the surgery was interrupted during the treatment and no reticle was visible. The treatment could not be completed. There is no indication of any patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.